Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. There was no device performance allegation. The device is not available for analysis; therefore, physical analysis cannot be performed. A review of the device instruction for use (IFU) was completed. The review confirmed that hematuria is a known risk associated with this type of treatment and is noted as such in the device direction for use.

Event description:
The patient was enrolled in the benign prostatic hyperplasia (bph) study procedure. The console setting used for the procedure showed pulse length short, pulse energy 2j, pulse frequency 40hz and total laser energy 80w. The fiber was stripped one time before the procedure. There were no other accessory devices introduced into the patient body during the procedure. No adverse events were noted during the procedure and the procedure was completed without complications. A urinary catheter was placed on the procedure day and removed next day of the procedure. The patient discharge medication included senna for constipation prophylaxis, omnicef for infection prophylaxis, and bacitracin for catheter pain prophylaxis. The patient began experiencing hematuria on the procedure day (post procedure). The patient symptom of hematuria was reported to be resolved six days post-onset symptom. The study facility assessed hematuria as possibly related to the holmium laser enucleation of the prostate procedure and possibly related to the device.